Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed for the permanent cautery spatula instrument reported in this complaint (part #: 470184-13/n10210726 0095) and the following was found: the instrument was last used on (B)(6) 2021. The instrument had 9 uses remaining and was not used for any subsequent procedures. No images or procedure videos have been provided for review. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the permanent cautery spatula was found to have a broken or loose cable. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.